Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On 01/24/2017, a medtronic representative performed a navigation system check-out, all areas passed. Reported issue could not be replicated. System performed as intended. On 02/14/2017, a medtronic representative, following-up at the site, reported the procedure was continued with the use of a c-arm. There was a delay of approximately 15 minutes, however, that involved the radiology equipment malfunctioning as well. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the trajectory 1 view was spinning, trajectory 2 looked normal, this was with multiple probes. The surgeon attempted to adjust cross-hair behavior, however, the reported issue persisted. No further details regarding this issue were provided. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.